Event description:
It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with a grade of 4. During preparation of a steerable guide catheter (sgc), when introducing the dilator, a loss of fluid column occurred. Therefore, the sgc was not used and was replaced. A new sgc was inserted, and the procedure was continued. A mitraclip xt was inserted and deployed on the mitral valve. However, difficulties visualizing the clip occurred. It was noted that the clip may not have been accurately perpendicular to the line of coaptation, and after deployment, the clip detached from the anterior leaflet and remained attached to the posterior leaflet (single leaflet device attachment/slda). An additional clip was implanted, reducing mr to a grade of 1-2. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The clip remains in the patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
N/a

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda and difficult imaging were unable to be determined. The reported improper or incorrect procedure or method was due to the user possibly not placing the clip perpendicular to the line of coaptation. There is no indication of a product quality issue with respect to manufacture, design, or labeling.